Event description:
Edwards received information a patient with a 27mm 6900ptfx mitral valve implanted five (5) years, 11 months, underwent attempted valve-in-valve procedure due to stenosis. Two 26mm 9750tfx transcatheter valves were attempted to be implanted inside the 27mm surgical valve without success. Case was aborted. Re-do mitral valve replacement is being considered at a later date.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information a patient with a 27mm 6900ptfx mitral valve implanted five (5) years, 11 months, underwent attempted valve-in-valve procedure due to stenosis. Two 26mm 9750tfx transcatheter valves were attempted to be implanted inside the 27mm surgical valve without success. Case was aborted. The patient underwent successful valve-in-valve procedure after a 27mm 6900ptfx mitral valve implant duration of six (6) years, one (1) month. A 29mm 9600tfx was implanted inside the 27mm valve.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a1, a2, a3, b5, b7, d1, d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease may have contributed to the event.

Event description:
Edwards received information a patient with a 27mm 6900ptfx mitral valve implanted six (6) years one (1) month, underwent attempted valve-in-valve procedure due to stenosis. Two 26mm 9750tfx transcatheter valves were attempted to be implanted inside the 27mm surgical valve without success. Case was aborted. Attempts to retrieve additional information was unsuccessful.

Event description:
Edwards received information a patient with a 27mm 6900ptfx mitral valve implanted for 2 years developed enterococcus faecalis endocarditis. (4) years, one (1) month later the patient underwent valve-in-valve procedure due to severe degenerative symptomatic mitral stenosis and regurgitation secondary to endocarditis. A 26mm s3 ultra transcatheter valve was implanted inside the 27mm valve. The patient tolerated the procedure well and was transferred to recovery room in stable condition. Per medical records, approximately 2 months earlier the patient had initially underwent attempted tmvr valve-in-valve procedure with a 29mm s3. However due to hostile septal anatomy the procedure was aborted. The patient presented with acute on chronic diastolic heart failure. The patient was then re-evaluated and decision was made to proceed with valve-in-valve using a 26 s3.

Manufacturer narrative:
The cause of the event was most likely due to patient factors/conditions. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.